Event description:
The contact stated the customer tested her blood glucose using her breeze2 meter and a bright life true track meter. The breeze2 read 88 mg/dl, while the other meter read 322 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. While troubleshooting, the meter and test strips appeared to be operating as designed, so no product will be returned.